Event description:
The manufacturer received information from a third party service ctr alleging a ventilator failed to power on with ac power. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service ctr, the customer's complaint was confirmed. The device's power supply was replaced to address the issue.